Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: 1bx (100ea) found damaged during repacking.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: 1bx (100ea) found damaged during repacking.

Manufacturer narrative:
H6: investigation summary one photo of three 32g x 4mm pen needles were returned from lot. No. 2180172, cat. No. 320556. Visual examination of the returned photo was carried out and black degraded material was observed in the cover of the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. A review of the moulding shift tickets between the 25th to 28th august 2022 was performed and all visual inspections were completed correctly. No issues were observed during review of pen needle pro visual inspection results. All operators who performed the pen needle pro visual inspections were trained to the relevant form and procedure. H3 other text : see h10.